Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing double vision, headaches and balance and gait issues since implant surgery. The recipient attended physical therapy and was diagnosed with sever right vestibular hypofunction. The recipient reportedly now uses a cane or walker.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient's diagnosis of severe right hypofunction was secondary to the surgery and not device related. The recipient was activated and is wearing the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.